Event description:
It was reported that the system controller display was all white, and no numbers could be read. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.